Manufacturer narrative:
The customer reported that they are experiencing communication loss across the whole department. Both central nurse's station (cns) and remote nurse's station (rns) are affected. The monitored devices were transmitters (gz's). No harm or injury was reported.

Event description:
The customer reported that they are experiencing communication loss across the whole department. Both central nurse's station (cns) and remote nurse's station (rns) are affected. The monitored devices were transmitters (gz's). No harm or injury was reported.